Event description:
Healthcare professional reported "right breast swelling and a right axillary mass", "MRI revealed capsule formation, fluid collection, and swelling of the axillary lymph nodes", "pathological examination revealed fibrous tissue with conglomerate infiltration of histiocytes that had phagocytosed silicon, and a diagnosis of silicon granuloma was made" and "axillary lymph node swelling and seroma." Device status is unknown.

Manufacturer narrative:
The reported events of lymphadenopathy, seroma, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "right breast swelling and a right axillary mass", "MRI revealed capsule formation, fluid collection, and swelling of the axillary lymph nodes", "pathological examination revealed fibrous tissue with conglomerate infiltration of histiocytes that had phagocytosed silicon, and a diagnosis of silicon granuloma was made" and "axillary lymph node swelling and seroma.".